Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. Visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. Rupture: observed broken device through microscopic inspection assessed as fold flaw opening. Observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "rupture" and "capsular contracture, baker grade iii/IV". This record is for the left side. Device was explanted, will be returned.

Event description:
Later, healthcare professional reported "breast asymmetry ptosis", "breast defect status post nipple-sparing mastectomy". This record is for the left side. Device was explanted and replaced by another manufacturer's device, will be returned.

Manufacturer narrative:
The event of " visibility / palpability" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported "rupture" and "capsular contracture, baker grade iii/IV". This record is for the left side. Device was explanted, will be returned.